Event description:
It was reported that a decrease in impedance was noted. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
Analysis found externalized conductors at 9.3 to 11.cm from the distal end due to external and internal abrasion. The inner insulation and etfe insulation was abraded at the same location. External abrasion was also noted at 14.5 to 16cm from the connector pin, consistent with friction to the ICD can. The lead impedance could not be measured, as the lead was returned cut in two pieces from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.